Event description:
The patient's legal guardian reported that the patient's blood glucose level rose to 25 mmol/l (450 mg/dl) while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent. It was confirmed that the pod adhesive was secure during wear. As treatment, the patient was given insulin injections.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.